Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unable to state when the alleged issue first began. The patient claimed obtaining blood glucose readings of ¿103 and 98 mg/dl¿ with the subject device, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lfs¿ criteria for precision. It is not known how the patient manages his diabetes; however, he advised that in response to the alleged issue, he drank some orange juice. The patient reported during the call with the csr that he felt ¿tired and like passing out¿. The patient stated that he tested his blood glucose using another device (brand not reported) and claimed obtaining a reading of ¿100 mg/dl¿. As the patient disconnected the call, there is no further information as to whether the patient received medical treatment as a result of the alleged issue. As the patient disconnected the call, it is not known if the unit of measure was set correctly on the subject device at the time of testing or if an approved sample site was used to obtain the results. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue began and the subject meter could not be ruled out as a cause or contributor to the event.